Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the balloon herniated. The balloon was removed and replaced. There were no patient complications.